Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: surg neurol int. 2017; 8: 130.; doi: 10.4103/sni.sni_460_16.

Event description:
It was reported via journal article: ¿title: the floating anchored craniotomy¿ author(s): matthew j. Gutman, elena how, and teresa withers citation: surg neurol int. 2017; 8: 130.; doi: 10.4103/sni.sni_460_16. This retrospective study aimed to hypothesized advantages of floating anchored craniotomy which includes adequate cranial decompression and reduction in intracranial pressure (icp), obviating the need for a secondary cranioplasty, maintaining bone protection, preventing the syndrome of the trephined, and a potential reduction in axional stretching. During the 10-year period, from 01dec2004 to 01dec2013, 57 patients (3.9:1 male to female ratio; mean age sd 37.2±23.4 years) underwent floating anchored craniotomy. In the procedure, the bone plate is re-attached via multiple loosely affixed vicryl sutures with 1-2 cm of slack, allowing controlled expansion and ensuring the bone plate remains in anatomical alignment. Overall, there were 7 patients who returned to theatre post floating anchored craniotomy. Patient #3 had superficial wound infection and returned 21 days postop for a washout and debridement over his craniotomy site. Limiting the slack of the vicryl sutures to 1-2 cm with three symmetrical fixation points likely facilitates correct anatomical alignment. The author stated that any tamponade effect is potentially lost once the bone flap is removed, which may initiate blossoming of contusions or intracranial hematomas causing mass effect and ongoing raised pressure. This retrospective analysis of prospectively collected data suggests that the floating anchored craniotomy may be applicable instead of decompressive craniectomy.